Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's right atrial lead became dislodged twice during initial implant. The lead was explanted and replaced. The patient was in stable condition following the procedure. No further information was available.

Manufacturer narrative:
This supplemental report is to include the patient identifier. This supplemental report is to include the patient's date of birth.

Manufacturer narrative:
Analysis was normal. No anomalies were found.